Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s ipg wound ¿t hold a charge and required recharging more frequently than expected. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored after surgery.